Event description:
It was reported by customer that within the past week or so 3 of the 20-gauge accucaths that she used had an issue with the wires bending within the vessel and getting stuck. She stated that the wire went crooked when she was retracting and got stuck on the vessel. She said she did not have the same problem with 18 gauges. Acute harm/injury resulted in increased bleeding from site requiring additional pressure to be applied and pronounced bruising. Long term harm/injury is unknown. Negative outcomes include additional IV sticks and patient frustration with bruising and additional attempts. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.